Event description:
The customer contact reported air in line. The tubing set was being used to delivery an unspecified medication, an unspecified blood product, or an unspecified volume of ivig, at an unspecified rate, via a plum pump. It was reported that half-way through the delivery, an unspecified number of bubbles were noted in the tubing distal to the cassette of the tubing set. It was reported that some air might have reached the pt. No specific details were provided. It was reported that the bubbles could be 1-2cm in length. The customer contact reported that the amount of bubbles increased with an increased viscosity and also with an increased delivery rate. The customer contact indicated that the facility's clinical practice is to replace the tubing set every 2 or 4 hrs, whichever comes first. During visual examination at the user facility, the customer contact reported that it appeared that the connection where the flow regulator attaches to the cassette is letting air into the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay or therapy critical to this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported air in line was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The lot number of the device that was in use is unk. The customer contact identified four possible lot numbers (plots). The possible lot numbers are 300525h, 291265h, 271545h and 291285h. This report represents all the info known by the rptr upon query by hospira personnel.